Event description:
During a routine device exchange procedure, prior to implanting the new device, upon interrogation it was found to be in back up mode. The device was not used for the procedure. Another device was used to complete the procedure; the patient was stable.